Event description:
It was reported that, "sales rep (B)(4) reported on behalf of the surgeon, dr. (B)(6) that the plate, which had been revised on (b)(64) ((B)(4)) had broken again. It is currently still implanted."

Manufacturer narrative:
Method: visual inspection, device history review, and complaint history review. Results: visual inspection: one pin that connects a tulip to the plate body is broken, thus the tulip is separated from the plate. The breakage is occurred at the neck of the pin just above the round head. The tulip is not damaged. On the head of the pin that stuck within the tulip one can see the imprint left by the rod during tightening. Except broken tulip and some scratches, the plate is not damaged. Device history review: no deviation in regards with the failure mode reported was highlighted. The certificates of raw material were in order. Complaint history: there were 7 complaints received for postoperative breakage of midline plate. Conclusion: the reported breakage was confirmed and a non-conformance and CAPA report has been initiated.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "sales rep (B)(6) reported on behalf of the surgeon, dr (B)(6), that the plate, which had been revised on (B)(6) (please see per (B)(4)) had broken again. It is currently still implanted. "